Event description:
It was reported that the tps micro driver continues to run on its own without activation. The event occurred following an ankle procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.